Event description:
Burton examination light (weight approximately 35#) fell while being used in the emergency department. No patient/staff injury occurred. Investigation found defective weld on all burton exam lights in network (40 lights). MFR was notified and inspected and is in the process of replacing defective lights.